Event description:
The wife of a home peritoneal dialysis pt reported that the pt received an overfill of solution twice. The first event occurred on 6/13. After fill 1, the pt c/o shortness of breath and was so uncomfortable that she had to take him to the hospital. She reported that they were able to drain a large volume of solution from the pt but she did not know the exact amount. The pt was kept in the hospital for about a week. The cycler was used again on 6/20. After fill 1, the pt c/o shortness of breath and abdominal distention. She drained the solution this time and the drain volume was 5800 ml. His prescribed fill volume was 3000 ml. The pt felt better after the solution was drained. No medical intervention was necessary after this incident.